Event description:
An endurant stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of the index procedure was reported as the aortic neck was 22 mm in diameter at the renal arteries. It was a left approach that the endurant bifurcated stent graft 28x20x166 was inserted. After the contralateral limb was deployed, main body was deployed and removed. An endurant ipsilateral extension limb 20x20x82 was added. Cannulation was carried out for contralateral side, the endurant limb 16x24x156 was implanted. Ballooning was carried out with another manufacturer¿s balloon. It was reported that one week post-operative follow-up CT showed that the right contralateral limb seemed to be compressed and stenosed by the ipsilateral limb. It was reported that a bare metal stent was implanted at the stenosed site. The physician stated that the aorta was not narrow, but contralateral limb was single section compared with overlapped double section of ipsilateral limb, which would be the cause of this case. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).